Event description:
It was reported that the patient's deep brain stimulation system (dbs) had a possible short circuit. Upon connecting the leads to the implantable neurostimulator (ins), the physician noted that the 0 and 3 contacts had and impedance of <50 ohms. The system was disconnected and cleaned for possible fluids that may have created a short circuit. After cleaning the impedances for the 0 and 3, contacts remained low; however, all other contacts were within normal range. The device was not activated. Reprogramming of the device will be performed in a neurology clinic at a later date. Additional information has been requested, but was not available as of the date of this report.